Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the inflation device was not properly connected to the hub; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, a conclusive cause for the leak could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the femoral artery. An attempt to inflate a 4.0x120mm armada 18 balloon was made; however, it would not hold pressure. A leak close to the hub was noted. The procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.